Event description:
Patient reported suspected bilateral rupture, left side. Patient was examined by surgeon who indicated no ruptures were present.

Manufacturer narrative:
Sientra complaint #: (B)(4). The patient reported issue was evaluated by a surgeon, who informed sientra that no ruptures were present. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.